Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Analysis of the logs show multiple ID switch during boot up. This likely caused the dead man switch to be engaged. The representative replaced the hand switch and defragmented the drives. The system then passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a pre-op spin, the system became stuck in initializing system please wait. The generator icon on the pendant would never go green. The site rebooted twice with no resolution. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.

Manufacturer narrative:
The handswitch was returned to the manufacturer for analysis. Analysis was unable to duplicate the reported issue as the handswitch was functioning as intended. It was noted there was physical damage in which the handswitch halves had separated, however this issue did not affect functionality. Analysis found that the reported event was not related to the handswitch. If information is provided in the future, a supplemental report will be issued.